Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed skin sores under the lifevest due to the three therapy electrode pads rubbing the skin. The patient reported that the electrodes were rubbing the skin due to wearing a bra over the vest and due to sweating. The patient was prescribed a medication by her doctor. Follow-up indicated that the sores had healed.